Manufacturer narrative:
After discussion with the customer, the customer made the decision to return the cot as they were still in their trial period. The cot was evaluated upon its return to ferno. No malfunctions were found. The injured emt acknowledged he grabbed the stretcher in a way that is not intended and he did have a previous injury to the wrist that sustained injury. The emt did consult with his doctor and took time off work to allow the wrist to heal.

Event description:
The customer reported that during a training session with their crew, the cot allegedly missed the safety hook and when the crew noticed this a few of them grabbed the cot from the sides to keep it from coming out of the truck. One of the crew members assisting in the lift allegedly hurt his wrist in the process. The customer was contacted and they described the emt's injury as a strain or sprain. They also stated the emt had previously broken both wrists. The emt did not seek medical intervention at the time of the incident. The complaint is being investigated and details of the investigation will be provided in a supplemental report.

Event description:
The customer reported that during a training session with their crew, the cot allegedly missed the safety hook and when the crew noticed this a few of them grabbed the cot from the sides to keep it from coming out of the truck. One of the crew members assisting in the lift allegedly hurt his wrist in the process. The customer was contacted and they described the emt's injury as a strain or sprain. They also stated the emt had previously broken both wrists. The emt did not seek medical intervention at the time of the incident. The complaint is being investigated and details of the investigation will be provided in a supplemental report.